Event description:
It was reported that a patient experienced a shocking or jolting sensation. It was stated that 'for the past week she has been having problems.' It was reported that when the patient turns on her right implantable neurostimulator (ins) 'her whole body tingles, her nerves are bothered, she feel like she is getting an electrical shock, and has issues talking.' The patient stated that it was 'horrible.' Even after reprogramming the patient had to turn the ins off, or she would 'feel the sensation.' It was stated that for approximately 2 weeks the patient has felt weak, and has had 'troubles' walking. It was reported that the patient has to take more medications, which takes 30 minutes to 1 hour to 'kick in' so she can get out of bed. It was stated that the patient 'falls all the time.' Approximately one week ago the patient fell and the issue with the shocking sensation began. No further information has been provided. More information has been requested and if received a follow up report will be sent.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant products: product ID 748266, serial# (B)(4), implanted: (B)(6) 2003, product type extension; product ID 748251, serial# (B)(4), implanted: (B)(6) 2003, product type extension; product ID 7438, serial# (B)(4), implanted: (B)(6) 2003, product type programmer, patient; product ID 3387-40, lot# j0343750v, implanted: (B)(6) 2003, product type lead; product ID 3387-40, lot# j0343750v, implanted: (B)(6) 2003, product type lead. (B)(4).